Event description:
The customer reported a heat or electrical issue with their insulin pump, where parts of the pump had melted or begun to burn, but no temperature alarms were recorded. Despite the malfunction, there was no reported impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump, instructed the customer to switch to multiple daily injections as a backup, and provided guidance on returning the faulty pump for replacement.